Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the dynamic hip system (dhs) blade connecting screw broke inside the dhs and the dhs blade was not locked. The dhs plate was removed and another screw and blade was used. Also, a different sized blade (75 mm) was used to complete the operation. There was a surgical delay of sixty minutes. No residue was left in the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the complaint unit investigation reported the connection screw was broken off at the tip. In order to verify what was reported, one would have expected to see the tip of the connection screw stuck inside the blade but this was not present. Moreover the piece that had broken off was not returned. It is not possible to determine what caused this type of damage the complaint condition is likely that excess force may have been applied to the connection screw, and as the tip is quite fragile, it broke. It was manufactured in august 2007 to specification and may have been used numerous times in which case normal wear and tear may also have led to the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.